Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they experienced skin sensitivity and breakouts associated with pod use. The patient was unable to recall the exact date of medical consultation. The patient¿s blood glucose level reportedly increased to 300 mg/dl while wearing the pod on the abdomen between 36 and 48 hours despite administering additional tresiba u-200 injections. Reported symptoms included a rash at the application site. The patient was diagnosed with an allergic reaction to the adhesive (glue). The patient subsequently consulted a dermatologist, who recommended treatment with a topical cream (name not specified; reported as starting with the letter ¿t¿). Additionally, the patient was instructed to manage their diabetes with insulin injections temporarily.